Event description:
It was reported that while using two surgical fibers during a prostate procedure, an "excessive fiber use" message was received. The procedure was completed using an alternate procedure (not greenlight was reported). The patient outcome was reported to be "ok" - there was no injury reported.. This report is for the second surgical fiber used.

Manufacturer narrative:
The fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.